Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump rattles when vibrator motor is activated due to vibrator motor adhesive not adhering to case. (B)(4).

Event description:
The customer reported that the insulin pump had physical damage and vibrator anomaly. Customer stated vibrate was very loud and shakes more than normal. Customer stated the insulin pump had been dropped. Troubleshooting was done. Customer's blood glucose was 192 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.